Event description:
Patient's mother reported the patient noticed some condensation in the cartridge compartment of the pump. Mother alleges there is an insulin leak from the cartridge. No adverse event reported. Requested return of the alleged cartridge for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.